Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with 3dmax. Case-specific details not provided.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2010 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿left sided indirect hernia was identified. The hernia sac was dissected and repair was performed using a left sided large bard 3dmax mesh. (B)(6) 2015 to (B)(6) 2021 - patient reports of chronic pain since his left inguinal hernia repair, it quite like a neuropathic pain with severe burning pain in left groin and radiates up to his left flank and down into testicles. He has taken gabapentin medication in the past and willing to continue. No evidence of recurrent hernia.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date and event attributed to. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of 3dmax mesh, patient was diagnosed with neuropathic pain thereby was prescribed medications. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2010. Updated fields: a2, a4, b4, b5, b6, b7, d4, d6.a, g3, g6, h2, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.